Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision in the right eye, poor visual acuity at distance which resulted in the patient being unable to drive at night. The iol felt gritty. Additional information was received by stating, clinical reason being mentioned as poor visual acuity at distance. The iol was explanted and exchanged with an unspecified atiol (advanced technology intraocular lens) in the secondary implant procedure.

Event description:
Additional information was received by stating, the lens exchange was cancelled and did not occur. Product remains implanted.

Manufacturer narrative:
Additional information has been provided in b.5., h.3., h.6., and h.11. The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.